Manufacturer narrative:
Additional information was received that the patient successfully recovered and was discharged following the thoracotomy. It was reported that the patient had hypercardia, which contributed to the perforation. Updated b5 - description of event. Updated d. Suspect medical device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device was not returned for analysis. The event description stated that the physician felt that the perforation occurred because the guidewire was pushed too strongly and that there was forward movement of the guidewire. This issue does not indicate a manufacturing related malfunction, rather this issue indicates a user error. Per the warnings in the confida guidewire instructions for use (IFU), the guidewire should not be pushed, pulled or rotated against resistance. If resistance is met, the IFU instructs to discontinue movement of the wire and determine the reason for resistance and take appropriate actions. In addition, the IFU cautions that the guidewire position should be monitored for proper placement of the curve and distal tip. When crossing the aortic arch, the medtronic evolut valve IFU instructs that the guidewire is controlled to prevent it from moving forward, so that the distal tip of the guidewire doesn't move forward and cause trauma to the left ventricle. The guidewire IFU instructs the user to not manipulate the device without fluoroscopic visualization. Cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The reported effusion and hypotension are most likely secondary harms that occurred as a result of the reported perforation. It is also unknown with the limited information made available, what caused the report of hypercardia, or if it was a pre existing patient condition. Neither the device or the a correct lot number were made available so medtronic is unable to perform a thorough analysis of the device and unable to review the lot history records. The event description does not indicate a potential manufacturing issue with the confida brecker guidewire. Updated data: h6 - results and conclusion codes additional codes - img component code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the guidewire was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the guidewire was pushed into the apex of the left ventricle strongly during the valve implantation. The blood pressure did not return after the valve was implanted. It was noted that pericardial fluid had accumulated. Percutaneous cardiopulmonary support system (pcps) was initiated and the pericardial fluid was drained. A thoracotomy was performed. Per the physician, a perforation occurred because the guidewire was pushed strongly to make it more shallow than the first deployment attempt. It was reported that there was forward movement of the guidewire as the valve was released. No additional adverse patient effects were reported.